Manufacturer narrative:
(B)(4).

Event description:
It was reported the "md was performing the procedure according to instructions for use (IFU). The catheter is kinked, and helium gas does not enter. Therefore, the intra-aortic balloon (iab) was performed by puncturing the other site." Another iab was successfully used. Additional information received: the patient's blood vessel was a little tortuous, making it difficult to insert, but ultimately the catheter was kinked. There was no patient death reported.

Event description:
It was reported the "md was performing the procedure according to instructions for use (IFU). The catheter is kinked, and helium gas does not enter. Therefore, the intra-aortic balloon (iab) was performed by puncturing the other site." Another iab was successfully used. Additional information received: the patient's blood vessel was a little tortuous, making it difficult to insert, but ultimately the catheter was kinked. There was no patient death reported.

Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of iab kinked is confirmed. The iab was returned with significant twisting and damage to the outer and inner lumen, which is restricting the flow of helium to the bladder and blocking the inner lumen. The root cause of the complaint is undetermined, a potential cause is due to the customer handling. Per the IFU: if blockage or excessive resistance is met, use contralateral groin. Do not force. This may result in arterial tearing, dissection or balloon damage. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. In-service for the customer will be performed to reiterate the IFU.